Event description:
It was reported that patient underwent hip arthroplasty procedure in 2008. During procedure, difficulty was encountered when assembling the acetabular shell to the ilium flange. Alternate par 5 shell and ilium flange were used to complete the procedure. A 45-minute delay in the procedure was incurred.

Manufacturer narrative:
There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.